Event description:
Findings: patient was getting back to bed with assistance when gait became unsteady. Patient reached for wheelchair, -m91 pronto invacare motorized wheelchair- hit joystick and wheelchair was put into motion accidentally. The motorized wheelchair moved approx 3 feet. Concern from our facility regarding this equipment: the motorized wheelchair has a touch pad in front of the joystick, which activates the wheelchair. The wheelchair was already on at the time of our incident. Assessment of the wheelchair revealed that if someone was falling and reached for the power side of the wheelchair for assistance, that both the power button -activated easily- and the joystick could be contacted by a pt thus resulting in a fall or injury due to movement of the wheelchair without the pt being in it. Recommendations: if the motorized wheelchair could have the built-in safety feature that a riding lawn mower has -cannot be started unless you are sitting in it-, this would prevent further falls/injury. The MFR was called with our concerns to see if there was an alternative to the touch pad that powers the wheelchair. We were told there wasn't anything that could be done. The MFR noted that they have only rec'd one prior complaint regarding this wheelchair. Dates of use: 2005 - 2008. Diagnosis or reason for use: #1. Congestive heart failure, #2. Multiple medical problems.